Event description:
It was reported that a dexcom g7 sensor paired to the ilet system generated a ¿dosing stops soon¿ alert, failed during the night, and subsequent replacement sensors did not complete warmup and remained in pairing despite app-based pairing attempts, including toggling between g6 and g7 and restarting; a new sensor code was provided and pairing troubleshooting and user education were completed. Symptoms included no glucose data availability for dosing decisions. Outcomes included interruption of automated insulin dosing and the need for technical guidance. Investigation included review of pairing workflow, confirmation of correct app configuration, sensor code entry, and guided re-pairing attempts. Investigation of this case revealed a sensor-to-app pairing failure consistent with connectivity or initialization issues of the continuous glucose monitoring component, with no evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-system connectivity failure during cgm pairing and sensor initialization.